Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 45 mg/dl compared with the sensor glucose reading of 135 mg/dl. The customer treated the low blood glucose with glucose tabs. The customer's blood glucose level at the time of call was 180 mg/dl and the sensor glucose reading was 160 mg/dl. The customer also reported blood at the insertion site. The product was not returned for analysis.